Manufacturer narrative:
(B)(4). The lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the preloaded insertion system, model pcboo, jammed. No patient injury reported. Additional information was received and it was learnt that the intraocular lens (iol) and the cartridge tip were in the eye when the issue occurred. No further information provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer, therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.